Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated that the display is blank and not accepting batteries. Customer states that after installing new battery frozen display did not recurred. Customer states that battery cap was not missing or damaged. Customer states that battery compartment and spring was not damaged or corroded. Display did not return after restart. Customer states that pump was not exposed to moisture. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.